Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported to globus medical that a loss of navigational integrity was experienced during a procedure. Our investigation of the case logs found that an ict fixture shift occurred during registration, causing the loss of navigational integrity. The system correctly alerted the user to a potential registration shift with a warning message: "patient reference unreliable". When presented with this warning, the user should perform a landmark check on patient anatomy before proceeding with the placement of screws. This can occur when the ict moves after the surgical snapshot is taken and before a spin is sent to excelsiusgps. Ict shifts can lead to a loss of navigational integrity. In the event that a registration shift occurs, it is recommended to perform a landmark check before proceeding. Additionally, the ict was shown to be partially resting on the patient. If the ict is in contact with the patient's skin, breathing can lead to an ict shift during the intra-operative scan. A shift of the ict can lead to navigation integrity issues and can lead to the misplacement of screws. Ultimately, the case was completed using traditional methods with no reported adverse effects to the patient. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported the account keeps getting ict movement errors. In the second case we aborted as the navigation was off but this could be because the ict was not fully captured.